Manufacturer narrative:
The procedure was completed and the lead remains implanted and in service. No additional medical intervention was needed due to the pleural effusion. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implantation of this right ventricular (rv), the patient experienced a minor pleural effusion. No other adverse patient effects were reported.